Event description:
Pt reported six months after injection with juvederm in the lip "outline," they developed "bumps." The injecting healthcare professional prescribed "vitrase." The following day another healthcare professional prescribed "vibrase". The following day another healthcare professional prescribed a "steroid." This healthcare professional noted the pt developed 3 mucosal "granulomas" unconfirmed by biopsy approx six months after injection; healthcare professional believed the "granulomas" were related to the pt's juvederm six months previous. Pt was treated with intralesional kenalog injections which were effective in treating the pt; however, a "new bump" has since developed in the same area. F/u info provided by the pt noted approx 2 wks after the initial treatment with kenalog they returned to that healthcare professional to receive another "steroid injection" for three new "bumps." F/u info provided by the injecting healthcare professional noted six months after injection in the lips and vermillion border with juvederm ultra plus xc pt developed a "hive reaction" on the inside of her lips that consisted of nodules. The injecting healthcare professional strongly urged the pt to 'get a biopsy' to determine the cause of their symptoms as the injecting healthcare professional did not believe the pt's symptoms were a result of the juvederm ultra plus xc product.

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of granuloma and hive reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events, failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lock and needle hub connection. Postmarket surveillance, adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Tome to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Intervention prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Add'l treatment noted was a needle aspiration for drainage of an abscess. Additionally, there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.